Manufacturer narrative:
It has been confirmed, through a CT scan provided by the surgeon. That the reported event indeed occurred. As evidenced by the bilateral removal of the tmj devices and placement of spacers on each joint. To address the patient's condition, the surgeon has taken steps by submitting a new bilateral revision implant under ID#: 2311081058. The removal of the devices took place on (B)(6) 2023. Samples were taken and sent to the lab, resulting in the growth of methicillin-resistant staphylococcus microorganisms. The surgeon prescribed antibiotic medications for the patient and ordered a new revision device. The revision devices were designed, manufactured and shipped to the hospital under ID#: 2311081058 on february 27, 2024. In conclusion, the device was shipped sterile and no abnormalities have been reported since its shipment. The surgeon identified the microorganism involved in this event, suggesting the possibility that the infection occurred during or after the surgery. Therefore, this event is not conclusively related to the implant. Based on the investigation, there is no indication of an incorrectly working product or any design, material or manufacturing-related issue related to the tmj devices.

Event description:
It was reported, there will be a revision surgery. To revise the tmj implant, due to infection.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. H3 other text : implanted.

Event description:
It was reported there will be a revision surgery to revise the tmj implant due to infection.